Event description:
Information was received from the customer that the "unit has power but doesn't do anything". There was no alarm reported to have been sounding and the product was not in patient use. During the repair evaluation the customer's complaint was confirmed and it was identified that the audible alarm was not functioning. The unit has been forwarded to engineering for root cause analysis.